Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A polaris 5.5 plug driver was found with a broken tip during inspection after it was returned from a hospital. The hospital did not provide any patient or surgical information with the returned device.

Manufacturer narrative:
Device evaluation: visual inspection revealed the tip is fractured. Root cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
A polaris 5.5 plug driver was found with a broken tip during inspection after it was returned from a hospital. The hospital did not provide any patient or surgical information with the returned device.